Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: blockage issues.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: blockage issues.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-dec-2022. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, nine hundred samples were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot numbers 2003405 and 2003406. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported could not be confirmed.